Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system remotely and confirmed wired footswitch was not working sporadically. Rse sent new wired foot switch. The customer reported issue was resolved by replacing wired foot switch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wired footswitch was not working sporadically. The issue was found during clinical use. No harm has been reported to philips.